Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced power control board and power switch with cable assembly. Sys placed back into svc.

Event description:
It was reported that the 2800 sys has experienced intermittent errors resulting in sys lock. It was also reported that the sys would not power up. No pt injury was reported.